Event description:
It was reported that during a percutaneous balloon angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous common iliac artery. A 5.0x20mm sterling balloon was advanced to the lesion and ruptured at 14 atms during the first inflation. The procedure was completed with another sterling balloon. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B) (6): the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).